Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - provisional top. Product was returned and evaluated. A visual inspection of the returned product found signs of repeated use along with nicks and gouges. The medial feature had small wedges fractured off the edge. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported issue was confirmed via product review. A definitive root cause cannot be determined; however, a review of previous investigations for complaints associated with the tibial articular surface provisional (tasp) fracture was completed. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the instrument was found fractured when assembling the tray. There was no patient involvement.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.